Event description:
It was reported that the proximal screw was broken. The surgeon found that when he checked the x-ray after the procedure. The plate was fixed by the distal 3 screws, 1 oval hole screw and 1 proximal screw.

Manufacturer narrative:
Device is not available for return. Investigation in process, but not yet complete.